Event description:
It was reported that during a urological procedure, when they applied the clips in the patient, the clips fell off. They used another clip applier and it worked fine. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.